Event description:
Patient reported left side rupture, ¿pain in the areola-nipple area¿, ¿presence of both enlarged and reactive lymph nodes¿ and "the presence of small liquids" via MRI. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, lymphadenopathy, and rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture, ¿pain in the areola-nipple area¿, ¿presence of both enlarged and reactive lymph nodes¿ and "the presence of small liquids" via MRI. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual evaluation: device photograph(s) for the device related to the reported event of breast pain, cyst(s), lymphadenopathy, rupture and seroma-late requested on february 27, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: breast pain: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported ¿presence of small liquids¿, ¿a thin layer of apparently extra-prosthetic silicone with a thickness of about 5 mm, in its infero-posterior margin of the same prosthesis¿, ¿bilateral intragyandular microcysts¿.